Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 28 mmol/l with no symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there had been multiple loss of prime warnings with the pump that had contributed to a delay in insulin delivery. The reporter was unable to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that there were multiple loss of prime warnings that contributed to a hyperglycemic event.